Event description:
The customer contacted physio-control to report that their device locked up with the service indicator illuminated. The device was not able to select the energy output or deliver defibrillation therapy. It was also reported that their device would power off by itself shortly after being powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.